Event description:
It was reported by the customer that bd facscanto¿ ii acquired erroneous results on patient samples. The following information was provided by the initial reporter: urgent extra questions were patient samples involved? Yes. Is a confirmatory test always performed? Yes. Was it obvious that the results were erroneous/could not be trusted? Yes. Were erroneous results reported to the clinician? No. If yes, was there any negative impact to the patient? No. Wrote us that today they have got a strange result in their sample analysis. Cst and 7-color setup passed. Attached to the case a file can be found with the same analysis performed on a different day and today's analysis.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that bd facscanto¿ ii acquired erroneous results on patient samples. The following information was provided by the initial reporter: urgent extra questions: were patient samples involved? Yes. Is a confirmatory test always performed? Yes. Was it obvious that the results were erroneous/could not be trusted? Yes. Were erroneous results reported to the clinician? No. If yes, was there any negative impact to the patient? No. Wrote us that today they have got a strange result in their sample analysis. Cst and 7-color setup passed. Attached to the case a file can be found with the same analysis performed on a different day and today's analysis.

Manufacturer narrative:
Investigation summary: scope of issue: the scope of issue is only limited to bd facscanto ii cytometer 4/2/2 sys ivd, part#: 338962 and serial#: (B)(6). Problem statement: customer reported a complaint regarding the instrument producing erroneous results. Manufacturing defect trend: there are zero qns (quality notifications) related to the reported issue. Date range from 03aug2021 to date 03aug2022. Complaint trend: there are 13 complaints related to erroneous results due to optical misalignment/calibration. Date range from 03aug2021 to date 03aug2022. Manufacturing device history record (DHR) review: DHR part#: 338962, serial#: (B)(6), file#: (B)(4), was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis, and servicemax the root cause of the erroneous results was due to misaligned lasers. The customer had initially reported that they observed unexpected results and had compared them to a second analysis on a different day to confirm the difference. An fse (field service engineer) was sent onsite to observe the issue, and upon arrival the customer explained the current situation. The instrument was using the euroflow application and its performance was periodically checked with rainbow beads. The customer found that for certain laser parameters, the mfi was low even though the cst and 7 color setup passed with all parameters within specifications. The customer had restricted the instruments use to only certain assays. The fse started by checking the optical alignment and overall performance of the instrument, and made adjustments to the violet, red, and blue lasers. After the alignments, the instrument¿s performance had been improved and was confirmed to be within specifications, and the customer approved the unrestricted use of the instrument in the lab. While the instrument was technically within specifications, it was noted that the apc-h7 spec was on the lower end of the minimum spec, and could be improved with a flowcell cleaning and regelling. This repair will be performed at a later time due to the workload of the customer. No parts were requested for evaluation as there were no replaced parts. Although the instrument was used for diagnostic testing using patient samples, the erroneous results were easily identified and were not used. These erroneous results were not sent to the clinician and had no negative impact on the patient. The safety risk of this hazard has been identified to be within the acceptable level. Service max review: review of related work order#: (B)(4), case#: (B)(4). Install date: on (B)(6) 2008. Defective part number: n/a. Work order notes: subject / reported: 338962 - bd facscanto ii - unexpected result. Problem description: (B)(6) wrote us that today they have got a strange result in their sample analysis. Cst and 7-color setup passed. Attached to the case a file can be found with the same analysis performed on a different day and today's analysis. Work performed: on arrival discussed status with customer. Customer explained that the instrument is using euroflow application and performance is checked periodically with rainbow beads. For certain laser parameters, the mfi is too low. On cst and 7 color setup all parameters are within specification and no remarks. For this reason the customer has restricted the use for certain assays and requested a validation by bd. Checked optical alignment and overall performance. Good improvement for violet laser. Small improvements for red and blue laser. After the alignments, the overall results have improved and the check with rainbow beads is now within spec ( except apc-h7 on the lower min. Spec ). Customer's lab manager ( (B)(6) has validated the performance and gave approval for further use of the instrument without restrictions. The optical performance can be further improved, but for this the flow cell has to be removed for cleaning and re-gelling. This is currently not possible due to work-load of the lab. Customer wants a new appointment in the future together with the maintenance. Created new case for this. Issue resolved, instrument is ready for use again. Cause: alignment of tip tilt blocks from all lasers. Solution: alignment and validation. Returned sample evaluation: a return sample was not requested because there were no replaced parts. Risk analysis: risk management file part#: 338960-03ra, rev 02/version a, bd facscanto ii flow cytometer (optics) fmea was reviewed. No new hazards have been identified and the current mitigation's are sufficient. Hazard(s) identified? Yes, no. Item: 5. Apc bandpass filter function: 5.1 block out of band light potential failure mode: 5.1.1 out of band transmission too high for application potential effects of failure: 5.1.1.2 nonlinearity at low mfi leads to misquantitation potential causes/mechanisms of failure: 5.1.1.2.1 filter out of spec (not manufacturable) sev: 1 occ: 8 det: 7 rpn: 56 root cause: based on the investigation results the root cause of the erroneous results was due to a misalignment of the lasers. Conclusion: based on the investigation results the root cause of the erroneous results was due to a misalignment of the lasers. Upon arrival of the fse, the customer explained that certain laser parameters were low but on the cst and 7 color setup all the parameters were within specifications. The fse checked the optical alignment and made adjustments to the violet, red, and blue lasers. After the alignments, the instrument¿s performance has been improved with the exception of apc-h7 which was on the lower end of the specifications. Further improvements to the instrument¿s performance can be made with a flowcell cleaning and regelling, but this will be scheduled with the customer at a later time due to the customer¿s workload. The instrument is currently performing within specifications. No treatment or diagnosis was given due to the unexpected results. The safety risk of this hazard has been identified to be within the acceptable level. Supporting document: n/a.